Event description:
It was reported that the patient's mother attributes the sleep apnea to the vns. The physician believes that the sleep apnea is aggravating the patient's seizures.

Event description:
On (B)(6) 2014 the explanted lead and generator were received for product analysis. Product analysis was completed on the generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications; analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. Product analysis on the lead was also completed. The electrode section was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The abraded openings found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device.

Event description:
On (B)(6) 2014 it was reported that the patient underwent a full revision surgery that day. The explanted products have not been returned for product analysis to date.

Event description:
It was reported that the vns patient's seizures that worsened in intensity when magnet mode stimulation was activated. The device was disabled in (B)(6) 2013. The patient had developed sleep apnea and chronic fatigue syndrome (cfs) following vns implant. The sleep apnea improved when the patient¿s device was disabled but the cfs did not improve with device disablement. The physician stated that the patient¿s issues were related to vns. The patient was referred for surgery, but no known interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.